Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed intermittent irregular ventricular noise. There is no indication of external electromagnetic interference as the source of noise. Isometric testing was recommended. Lead capping was recommended if noise is reproducible. No further information is available.

Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2017 due to oversensing. The patient was stable before, during and after the post-procedure.